Event description:
Reportable based on analysis completed on 09/28/2009. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. The target lesion was located in the left circumflex (lcx) artery. When a 12x2.75 liberte bare metal stent delivery system (sds) was advanced, resistance was met. Significant resistance was met again when the physician tried to re-advance the sds. The device was removed and the procedure was completed with a non-bsc agent. No patient complications were reported and the patient's current conditions is listed as "stable." However, product analysis revealed stent damage.

Manufacturer narrative:
The stent delivery system was returned for visual, tactile and microscopic examination and analysis revealed stent damage. Two struts on the proximal edge of the stent were lifted and bent back distally. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).